Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025 leading to high blood glucose (400mg/dl). The site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united arab emirates.